Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient¿s pacemaker had high battery usage with automatic capture on and possibly battery depleted. An engineering analysis was then done which indicated that the pacemaker was depleting abnormally. Further, the power had increased steadily over the past year which was consistent with degradation of an internal hardware component but was not determined. Moreover, the pacemaker had a sufficient reserve for it to maintain normal therapy functions for twenty eight days¿ time. Additional information was received indicating that the patient was scheduled for device replacement. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating that the pacemaker was explanted due to premature battery depletion (pbd). In addition, during device change out the battery longevity showed ten months and power consumption at three hundred and three percent. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.